Event description:
It was reported that the ventilator had an issue with security knot that runs to trolley. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to an on-site investigation by our field service engineer, the o-ring replaced with the knob was on the wrong side of the mounting plate. The knob was removed and the o-ring was re-seated on the underside of the plate, solving the problem of the unit rocking from side to side. The device passed all calibration, functional and safety tests and was returned to the customer for clinical use. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).